Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted and replaced due to microdislodgement, dramatically declining sensing and increasing thresholds. After freeing lead in pocket, could not pass stylet through lumen to reposition lead or effectively actuate the helix so lead had to be replaced. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The analysis revealed multiple abrasion marks along the lead body. In particular 38 cm distal to the is-1 connector pin the lead body was found squeezed and deformed. In this region the insulation was damaged. These findings can be considered as the root cause of the reported clinical observation. Based on the characteristics as well as the location of the damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. During the mechanical analysis a stylet intended for use with the lead was inserted but could be advanced only 38 cm towards the tip of the lead due to the deformed inner coil. Thus the functional test of the helix fixation mechanism was not properly feasible. Furthermore, residuals of coagulated blood were observed in the lumen of the lead which were most likely introduced by means of stylets used during the explantation procedure. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.